Event description:
The complainant is an insulin dependent diabetic. Complainant states that the dex blood glucose system is reading higher than competitive methods. Because of these higher reading complainant took additional insulin and ended up with extremely low results in the 20-40mg/dl range. When complainant experienced the lower readings on the "dex" the competitive systems were reading in the normal range. 80-120mg/dl range. While on the phone a review of the system operation was conducted. This included normal control testing and electronic checks. All of these test results were satisfactory. However, since the customer's confidence in the system may be in question, a request was made to return the entire system for eval.